Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt experienced a low pulsatility index (pi) of approx 1.6 long with elevated powers reaching between 8 and 9 watts. The pt was instructed to hydrate himself and to monitor it overnight. The following morning the pt pump parameters had not changed much so he was brought to the clinic where interrogation showed powers from 10-13 watts. The pt was admitted into the hospital that afternoon. An echo was performed; however, nothing abnormal was noted. Heparin was started. The pt underwent a computed tomography (CT) angio, but this was also negative for pulmonary embolism (pe) and inflow/outflow graft clot. The pt was started on milrinone 0.33 mcg. That evening, the pt's pump alarmed briefly and on interrogation, it was noted that the pump stopped for a few seconds. The pt was asymptomatic. The pt was elevated to status 1a on the heart transplant list for device malfunction and the pump speed was increased to 8800 rpm. A kidney ureter and bladder (kub) x-ray was taken to assess the driveline, but no fractures were noted. A decision was made to exchange the pt's pump. Additional info was received indicating that the pt's pump was exchanged 5 days later. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The user facility report ((B)(4)) was received from the intermacs registry. The device was returned to the MFR, and is currently being analyzed. No further info is available t this time. A supplemental report will be submitted when the device analysis is completed.